Manufacturer narrative:
The post market surveillance department has requested the pt's medical records but they have not yet been received. The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. The system air leak and valve actuation tests passed. The load cell and verification were within tolerance. The pt sensor calibration check passed. There were no internal inspection discrepancies. There were no device malfunctions that would have caused the reported event. A device manufacturing record review was conducted and confirmed there were no deviations of non-conformances during the manufacturing process. Product labeling. Material, and process controls were within specifications.

Event description:
A continuous cycling peritoneal dialysis (ccpd) pt's daughter called technical support to report numberous device alarms and that the pt was admitted to the hospital for fluid in the lungs. Upon follow up with the pt's pd nurse, she confirmed that the pt was admitted to the hospital for fluid overload. Additionally, she added that this was related to the pt not consistently using the 2.5 percent pd solutions but rather self-prescribing what she felt was appropriate at the time. The pt does continue with the ccpd program with a better understanding of how to utilize the pd solutions for adequate treatments. Pt medical records were requested.